Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a foggy image and it could not be determined if the moisture could have been wiped away.

Event description:
It was reported that there was a foggy image and it could not be determined if the moisture could have been wiped away.

Manufacturer narrative:
Alleged failure: foggy. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Provable root causes could be the ccu settings or the remote cables. Manufacture date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.